Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The patient's father did not report injury or medical intervention. The receiver data log was reviewed on 10/12/2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) describe event or problem - additional, if follow-up, what type?: additional information.

Event description:
Subsequent to the initial MDR, the sensor was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5202368) was returned on 11/09/2016. The transmitter was visually inspected and no defect was found. Functional testing was performed and no failures were detected.. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.